Manufacturer narrative:
The patient was sent a replacement device. The device that is being reported on was requested back for testing. The device has not yet been returned. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient reported that they took their meter to their doctor's office and compared their meter against a capillary lab test result. The livongo meter gave a reading of 130 while the lab test gave a reading of 106/107.